Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reservoir leak. The customer was treated with insulin pump. The event involved product mmt-332a. Troubleshooting was partially performed and observed the leak has passed through two o rings. The customer has been using the insulin pump system within 48 hours of reported high blood glucose event and it was unknown whether the auto mode feature at the time of the event. It was unknown whether the customer will continue to use the device. No further patient complications were reported. No product return is required for mmt-332a.

Manufacturer narrative:
Evaluated 1 open/used reservoir (1.0 ml of clear liquid inside barrel). Transfer guard and plunger not returned performed pre-fill test using a new lab transfer guard and plunger, (appendix c) found no leaks and no air bubbles during analysis. Also performed a visual inspection using appendix d; checked o-rings and stopper groove for defects and none was found; as follows: installed reservoir & connected to a new infusion set into a 7xx pump; ran bolus and basal leak test procedure (appendix c). Per dop114-811doc. Conclusion: the reservoirs went through inspection; no leaks and no air bubbles anomalies during pre-fill test. In the bolus and basal test, no leaks and no air bubbles or moisture were found in the pump when the test was finished. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.